Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed rite (returned instrument test/evaluation) testing for fluid volume accuracy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the rite (returned instrument test evaluation) failure. The external/internal inspection was performed and the device passed, along with all of the electrical testing. During the evaluation, the fluid was transferred above the rite specified limits and the device did not pass the volumetric accuracy test that followed. Pal performed a more detailed inspection of the door assembly. The inspection showed that the piston foam was deteriorated. The results of the evaluation revealed the cause of the failure to be the deteriorated piston foam. The piston foam was replaced to resolve the condition. Should additional relevant information become available, a supplemental report will be submitted.